Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for barrel discoloration (molding defect) with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that foreign matter prior to use was discovered on barrel with a bd preset¿ arterial blood collection syringe. The following information was provided by the initial reporter, translated from chinese to english: when opening the package, it found that the abg's barrel was yellow.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter prior to use was discovered on barrel with a bd preset¿ arterial blood collection syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: when opening the package, it found that the abg's barrel was yellow.